Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer was unable to obtain readings due to the adc device not responding to button press. As a result of this issue, customer experienced a loss of consciousness and was unable to self-treat. It was reported customer had contact with a healthcare professional who provided insulin (dose/type unknown) and parkinson's medication for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.